Manufacturer narrative:
This product is not marketed in the us. Lens was returned in liquid, lens case/vial. Visual inspection found no visible damage to the lens. (B)(4). No similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's eye. The lens was then explanted. No further information available. Multiple attempts to contact reporter have been unsuccessful.